Event description:
The customer reported via phone call that they were almost hospitalized due to an insertion site failure. Customer stated the cannula was bent at a 90 angle and was still pumping insulin with no warning about any flow blockage issue. Blood glucose level at the time of the incident was not provided. It was unknown whether the auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.